Manufacturer narrative:
Product ID: 3889-28, lot# v367301, implanted: (B)(6) 2010, product type: lead. Product: ID 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient experienced pulsating pain prior to and following an MRI for neck pain. The pain began after laying down on the MRI table before the MRI. When the technician went in for injection, the patient experienced "hurting at rear end." It was not confirmed if the pain was near any implanted devices. The duration of the pulsating pain was unknown, as well as if the implantable neurostimulator was on of off during the MRI. The pain had subsided. Additional information has been requested, but was not available as of the date of this report.